Event description:
The physician was attempting to embolize a multilobed anterior communicating artery aneurysm by accessing the left internal carotid artery with a neuron max 90cm mp guide and a px40090 microcatheter. He tried to place a penumbra 400 coil, but could not get the coil to stay inside the aneurysm. In order to remove the coil, the physician placed the coil introducer sheath over the proximal end of the pusher assembly and secured the sheath inside the rhv. He began to pull back on the hypotube and was expecting to reach resistance when the coil delivery system reached the friction lock of the introducer per standard technique. A penumbra sales representative reminded the physician to continue to keep pulling until he could see the coil in the rhv. He noticed the color changed from black to gray inside the rhv, which he mistook for the coil. In reality, the coil was still within the px400 and detached when he removed the pusher assembly and sheath from the rhv. He realized this had occurred when he noticed the coil migrated into the distal middle cerebral artery. He tried to snare the coil with a 4mm alligator snare which caused a rupture in the artery near the detached coil. He subsequently delivered a gdc 18 2x3cm coil to the area, yet did not detach, hoping to control the rupture. He left the coil in this location for about 15 minutes then removed. The patient was no longer bleeding from this site. He then decided not to proceed with the case as some of the aneurysm had thrombosed. The coil could not be retrieved and remains in the middle cerebral artery of the patient. Through text messages on 01/17/2012, the physician stated that the patient is doing fine.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Device investigation: the distal detachment tip (ddt) and the proximal constraint ball of the pusher assembly are in place and consistent with an undeployed coil. The proximal pet lock is intact, also consistent with an undeployed coil. There is approximately 5 cm of stretch resistant wire attached to the constraint ball and the coil is missing. The device is non-functional. The unintentional release of the coil noted in the complaint is confirmed. The cause of the unintentional detachment was the breaking of the stretch resistant wire. During the procedure the physician had manipulated the coil while trying to get it stay inside the aneurysm and then resheathed and pulled back on the coil to remove it. The most probable cause of the break was that the tensile strength of the stretch resistant wire was exceeded while pulling back on the coil. The manufacturing records for this lot were reviewed and did not reveal any outstanding descrepancies, design or quality concerns.